Event description:
Additional information was received from the health care provider of a clinical study reporting that the patient was placed on a waiting list for a lead revision.

Manufacturer narrative:
H6 code f26 no longer applies. F1905 belongs to the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275, lot# 0211206374, product type: lead. Product ID 977a275, serial# (B)(6), product type: lead. Product ID 977a275, serial# (B)(6), product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was confirmed that lead (B)(6) was the one referred to as the ¿second lead¿. The information has been confirmed with the clinical site.

Event description:
Additional information was received stating that no actions were taken yet in response to the impedance issue. It was noted the impedances were high. The event was ongoing as of (B)(6) 2026. No new etiology information was noted.

Manufacturer narrative:
G2. Foreign: gb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# unknown serial # unknown implanted: explanted: product type lead section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a275 (serial/lot: unknown); product type: 0200-lead; implant date ; explant date it was unclear whether the lead involved was the 977a275 with serial number (B)(6), or the 977a275 lead with lot number 0211206374. G2: the country of the event is gb medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient contacted the clinic and asked for a review as she was unable to increase her stimulation. On interrogation impedances 10, 11, 13 and 14 were out of range. They were unable to program around it leaving the second lead unusable. They are to discuss revision with a consultant. The etiology was not related to the implant procedure, but was a causal relationship of the event to the device or therapy and the devices provided were 2 leads connected to an ins. Diagnostic methods were noted as patient reported as of (B)(6) 2025. No actions have been taken and the outcome was listed as ongoing. The device diagnosis was high impedance. No symptoms were reported. The reported age at consent was 51 and the weight was 123 kg.